Manufacturer narrative:
Inspected 4 opened/used partial sensors and performed visual inspection on and found 1 of 4 sensors insertion needle bent inside sensor base. Unable to confirm if customer received sensors in said condition due to customer returning opened/used. Unable to confirm needle anomaly due to customer returning only sensors missing 3 needles.

Event description:
It was reported that the customer had broken sensor needles. Customer was out of an entire box of sensors. Customer stated that she went to insert a sensor today and went through a whole box of sensors where the needle broke off. Customer confirmed that it happened during the loading. Customer stated that serter detached the pedestal of the sensor. Customer confirmed that all needles were attached before opening the packaging. Customer got the sensor to work, but it was out of another box. Customer was asked to return the sensors and will be sent a replacement. Customer mentioned that on the first day of the set change, her blood glucose levels were often higher and sometimes the insulin wasn't delivered. Customer reported a no delivery alert that happened today. Customer's blood glucose level was 150 mg/dl. Customer stated that after lunch, her blood glucose levels are now lower. Customer declined troubleshooting and stated that she is fine. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.